Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In the initial reports, section b5 was mentioned as incomplete; the correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in the airway, tubing, and chamber, cough, and headaches. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the manufacturer used a known good power supply and power cord to confirm that the device powers on and provides airflow. There were no errors logged, and care orchestrator data was not available for download. During the investigation, the manufacturer observed an unknown contaminant on the sd card/modem flip doors, on the bottom enclosure. An unknown dust contaminant was observed inside the blower box at the air inlet, on the front panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed in the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes there was no evidence of sound abatement foam degradation.